Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that since implant the patient continued to have issues with urination and it appeared to be becoming a big situation. According to the consumer the patient was leaking constantly and had urinary tract infections and was looking to contact a local manufacturer¿s representative (rep) since they no longer had a managing healthcare provider (hcp). No further complications were reported. Relevant medical history includes urinary dysfunction/sacral nerve stim. And gastrointestinal/pelvic floor.